Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 20 g x 0.75 in. Safestep infusion set with a valved y-site was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. A crack was observed in the white portion of the y-site. A microscopic observation revealed two longitudinal cracks beginning from the proximal end of the y-site and terminating near the base of the threads. No plastic deformation was observed on the threads of the y-site. While the root cause of the cracks in the y-site could not be determined, possible contributing factors include forceful insertion of a tapered object into the orifice of the luer connector, over-tightening of the connector, and exposure to incompatible chemicals. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported, "the patient has a medport that was accessed and infusing fluid all evening with no issues, alarms, or complaints from patient. The needle and tubing did not function properly when attempting to draw a blood sample. The tubing on the needle has two access lumens. The one closest to the patient was flushed with ns and then drew back to get full 10cc waste blood sample with out issue. When empty 10 cc syringe was hooked up and drawn back on, there was a sound of air releasing/leaking and the 10 cc syringe was filling with air and a small amount of blood instead of the full 10 cc blood sample. Rn attempted with second syringe in case it was the syringe and not the tubing. The same thing happened. The blue sponge inside the lumen was collapsed with air bubbles inside the tubing and blood was leaking out around the syringe. When clamped on with side, blood did not continue to leak from tubing. No obvious area of leaked could be identified. Port was not flushed so that the air in the tubing would not be flushed into the blood stream. Port was deaccessed and reaccessed with a new needle and port tubing with brisk blood return, no leaking of air or blood, and rn was able to obtain blood specimen. Patient has no complaints at this time."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported, "the patient has a medport that was accessed and infusing fluid all evening with no issues, alarms, or complaints from patient. The needle and tubing did not function properly when attempting to draw a blood sample. The tubing on the needle has two access lumens. The one closest to the patient was flushed with ns and then drew back to get full 10cc waste blood sample with out issue. When empty 10 cc syringe was hooked up and drawn back on, there was a sound of air releasing/leaking and the 10 cc syringe was filling with air and a small amount of blood instead of the full 10 cc blood sample. Rn attempted with second syringe in case it was the syringe and not the tubing. The same thing happened. The blue sponge inside the lumen was collapsed with air bubbles inside the tubing and blood was leaking out around the syringe. When clamped on with side, blood did not continue to leak from tubing. No obvious area of leaked could be identified. Port was not flushed so that the air in the tubing would not be flushed into the blood stream. Port was deaccessed and reaccessed with a new needle and port tubing with brisk blood return, no leaking of air or blood, and rn was able to obtain blood specimen. Patient has no complaints at this time."